Event description:
The user facility's biomedical engineer reported the automated impella controller failed to recognize a purge cassette disc during setup of the device. A new console was used without any issues. No patient was involved.

Manufacturer narrative:
The purge assembly area was inspected, specifically the purge disc retainer. It was observed that the purge flag was missing/broken. The root cause of the "purge disc not detected" alarm is due to a missing purge flag. This report is being filed as part of a retrospective review of historical records.